Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts were received by the manufacturer. Event problem and evaluation: * on 1-nov-2016, a medtronic representative went to the site to test the equipment. The ¿door open¿ message remained on the pendant when the door was closed. Replaced the lower left, and upper right (gantry opening, actuated by sidewall) micro-switches. Proper door function was restored. Imaging system was tested, and system checkout produced satisfactory results.

Event description:
A site representative reported that the imaging system does not recognize when the door is closed. There was no patient present when this event occurred. Further details regarding this issue, or specifically when it occurred, were not provided.